Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was losing stimulation on the right side of their body. It was noted that the patient still had good stimulation on the left side. The ins was interrogated and impedance values were normal, and the battery was ok. The rep attempted to reprogram for right sided stimulation, but the issue did not resolve. The patient was referred to their surgeon for a surgical consult. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that patient was seen on (B)(6) and a rep was present. It was reported that the rep stated the surgeon would prefer to get the x-ray. Patient was referred to the surgeon for evaluation. Reprogramming was done by the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2018-apr-16 reporting the patient had lost weight and the device "acts weird." The date that this event started was asked but unknown. The patient would be having an MRI. It was reported that the MRI guidelines for eligibility in appendix a were confusing regarding the type of coil that would be used. It was confirmed with the consumer on (B)(6) 2018 that they were full body eligible. No further complications were reported.